Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 300mg/dl and a manual injection was administered to address the bg level. The contact stated that the customer's infusion set site, tubing and cartridge would be changed to resolve the occlusion alarm. The contact declined troubleshooting with tandem technical support to determine a possible cause of the occlusion. The customer reported that the pump would continue to be used for insulin therapy.